Manufacturer narrative:
(B) (4). Follow-up report will be filed, if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the md inserted the sheath via the left femoral artery. The intra-aortic balloon (iab) was prepped per instruction "to attach one way valve and vacuum the balloon inside of the kit and maintain the one way valve during preparation." They found that the balloon was already unwrapped immediately after being removed from the kit. The md "attempted to rewrap the iab" however, the iab could not be inserted into the sheath. The iab was not used and the md requested another iab and this iab was inserted through the sheath without incident.